Manufacturer narrative:
After battery installation, device gave a full segment display anomaly, problem isolated to interface board. No blank display or audio or beep anomaly noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify alarm due to full segment display. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display and constant tone. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting and the display did not return. The customer was advised a replacement will be sent and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.